Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis [pd] pt stated the tubing was leaking and some solution got under the cycler on the cart. The pts pd nurse was contacted on (B)(6) 2014 and reported the pt was able to complete treatment. No adverse events reported at this time. A follow up call on (B)(6) 2014 with the pd nurse: the pt's effluent remains clear. There were no signs of infection and no prophylactic antibiotics were administered.